Event description:
A malfunction alarm, specifically malf 12, was reported, but there was no adverse impact to the customer's blood glucose level. Customer support assisted the user by providing pump reset information and helping with the reset process. The malfunction did not recur afterward, and the customer was able to continue using the pump. There was also an instruction for the customer to call back if any malfunction code recurred, which the customer acknowledged and understood.